Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. However, the potential root cause for this failure mode could be due to operator error or user error (eg: mishandling of product). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "bard® i.c. Foley tray b consists of a balloon catheter, urine-collecting bag for closed drainage system, syringe prefilled with sterile water, water-soluble lubricant, antiseptic solution, waterproof sheet, tweezers, gauze pads, cotton balls, and vinyl gloves. There are two types of catheters, two way and three way, and several types of closed drainage bags. The catheter and/or bag included in the tray will depend on the product." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the jelly (lubrication) component was missing in the bardex ic foley tray. Per follow up via ibc on (B)(6) 2020, the jelly was found to be missing upon opening of the package and there was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the jelly (lubrication) component was missing in the bardex ic foley tray. Per follow up via ibc on 17 aug 2020, the jelly was found to be missing upon opening of the package and there was no patient involvement.